Manufacturer narrative:
Concomitant medical products: product ID 5076-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with symptoms of dyspnea and heart failure. A remote transmission was sent that showed high atrial lead thresholds and atrial capture could not be confirmed. The atrial lead remains in use. No further patient complications have been reported as a result of this event.